Event description:
About two and half years prior to the date of this report, it was indicated the patient never had therapeutic effect. The patient had the device implanted to control pain from bladder spasms. It was noted, the patient had tried all four programs and it was not controlling their pain. Information received as of the date of this reported indicated ¿it never worked¿ no matter what program or setting was used. Per manufacturer¿s device registry system, the patient¿s system was removed and replaced with a new system on 2014 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v877361, product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(6).